Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt was not holding air, so the balloon would not remain inflated. A replacement unit was used from an accessory kit to complete the procedure. The hospital did not report any pt complications. The maquet territory mgr replied on 09/09/2009 that she believed this was related to the black inflation valve dislodged causing the balloon to not remain inflated; however, the customer has not returned her calls to confirm or not confirm this speculation. Qa will code this as an MDR reportable event due to the territory mgr's reply.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).